Event description:
It was reported that during the insertion of a preloaded intraocular lens (iol) the doctor noticed pressure. After implantation they noticed the iol was broken on the trailing haptic. The lens was inserted and removed during the same procedure, patient has fully recovered. Account indicated that the device is available for return. No further detail was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: dec 14, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced and with the plunger rod tip damaged in a way consistent with damage that occurs during shipping. The handpiece was disassembled, and no assembly issues were identified. The plunger rod was advanced, and no resistance was felt. The cartridge tip was observed to be damaged, and viscoelastic residue was observed to be distributed throughout the length of the cartridge indicating that an adequate amount was used. The lens was received stuck to the side of a specimen cup; it was removed from the cup. The lens presented with a torn piece of the optic body including the haptic. No further evaluation could be performed. The complaint issue "haptic damaged" and "difficult to use" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.